Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer requesting a new insulin pump. Customer hasn't had the current insulin pump since 2012. Unable to locate, due to hospitalization due to cancer. The blood glucose reading at the time of the event was 900 mg/dl. Customer was coughing, dizzy and high fever. Customer is on chemotherapy and had pneumonia. Hospital treated with sliding scale insulin. Nothing further reported.